Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown, device code - unknown, expiration date - unknown , date implanted - unknown, date explanted - unknown , initial reporter - unknown , PMA/510(k) number , manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for revision due to unknown reasons; however, no revision has been reported to date.